Event description:
It was reported that the patient presented to the clinic with shortness of breath, chills, and fever secondary to infection. Laboratory evaluation revealed significant leukocytosis. The physician elected to explant the entire system which are pacemaker, right ventricular (rv) and right atrial (ra) leads on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: section h2. Checked "device evaluation" as it was missing in the previous supplemental report.